Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The preoperative diagnosis was ­­­­­­­­­­­­­­­­­­­recurrent left inguinal hernia and postoperative diagnosis was recurrent direct left inguinal hernia. The procedure performed was a laparoscopic recurrent left inguinal hernia repair with mesh. The patient has had a surgical revision, recurrence and chronic pain.